Event description:
On (B) (6) 2010, the patient reported she can not see if there are air bubbles in the cartridge of her insulin infusion device. She stated she spoke with a company representative but she continues to have air bubbles when she fills the insulin cartridge. She stated the air bubbles have resulted in her experiencing elevated blood glucose readings. The patient refused to give any further information or to do any troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.